Event description:
Related manufacturing reference number: 2017865-2024-73064. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient experienced arrhythmia and dyspnea. A cardioversion was performed successfully. The patient then experienced an arrhythmia again and another cardioversion was performed but was unsuccessful. The patient blood pressure then began dropping. A echocardiogram (echo) was performed and confirmed pericardial effusion. The lp was removed and the procedure was aborted. Another echo was performed that confirmed the bleeding had stopped on it's own and no additional intervention was needed to address the effusion. The patient left the procedure in atrial fibrillation but stable.